Manufacturer narrative:
Examination of the submitted device confirmed one of the two attachments tabs has broken off. The root cause is attributed to product wear out from normal use and servicing. The product has been subjected to heavy usage over time. A search of the complaint database against product code 966330 did not find reveal any trend of broken attachment tabs. Based on the determination of product wear out from normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The handle broke during surgery. (B)(6) 2015: examination of the submitted instrument found one of the two attachment tabs/pegs broken off. The actual handle was not broken as reported.